Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number.

Event description:
A consumer reports experiencing halos and problems driving at night following intraocular lens (iol) implant surgery. Her vision during the day, at distance is "absolutely wonderful". She states that she did experience problems with halos and driving at night prior to her iol surgery, but the problem is much worse now. Also, she states her surgeon told her that the surgery was perfect and after cataract surgery on the fellow eye, she would need glasses to help eliminate halos and problems seeing at night. At the consumer's request, the surgeon was not contacted.